Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 3-4 mixed mitral regurgitation (mr), atrial fibrillation (af), enlarged atriums, dilated annulus and thin leaflets for a mitraclip procedure. It was noted that the patient had an elevated heart rate (140-150bpm) related to af. The main jet area was on the medial side of anterior and posterior segments 2 (a2/p2), with a posterior leaflet length of 9mm and restriction. The strategy was for one ntw clip to this area. It was noted that transeptal puncture was difficult. It was difficult to visualize tenting of the septum to check transeptal needle position, due to a enlarged right atrium. A longer transeptal needle was required, and it was able to tent the septum on the posterior and top area of the fossa ovalis. The transseptal puncture height to the mitral valve was 4.9 cm. A support guidewire was placed to the left pulmonary veins. The transseptal punction was parallel to the aorta. The steerable guide catheter (sgc), and then the mitraclip ntw were entered into the anatomy. It was noted that imaging was challenging due to tachycardia, posterior leaflet restriction, and the enlarge atrium. The ntw was positioned in front of the mitral valve. On left ventricular outflow tract (lvot) view an aorta hugger was identified, and '+' knob was added. After giving 45' to the knob into '+' position, it was still deemed an aorta hugger. When advancing into ventricle, the clip direction was posterior. The clip could not be positioned perpendicular to the mitral valve. Due to the restricted posterior leaflet, the clip was unable to grasp and capture effectively and required further advancement into the ventricle to be able to grasp the posterior leaflet. After several attempts, it was noted that the clip had tension and was difficult to move. Due to the proximity to the chordae, a main chordae entanglement was suspected. After several attempts to liberate/retract into the left atrium unsuccessfully, it was decided to grasp the anterior leaflet, as the posterior clip arm is fixed against chordae. The anterior leaflet was well-inserted. The clip was deployed, secured on the anterior leaflet, but the posterior arm was attached to chordae. There was no valve damage, but the regurgitant jet was bigger on the central area of the valve. A second clip intervention will be planned to target the central area, attain an optimal transeptal punction, with an orientation not so anterior. Patient woke up and was extubated in the coronary unit 6 hours later to make sure they were stable. The patient remains stable.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult to advance, poor image resolution, inability to grasp, inability to capture, and entrapment of device (chordae entanglement) appear to be related to patient morphology/pathology. The reported foreign body in patient was due to the clip being deployed with the chordae attached to the posterior clip arm. The reported recurrent mr appears to be related to the chordae entanglement. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as the clip was implanted with the chordae. There is no indication of a product issue with respect to manufacture, design or labeling.